Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: 2648920. This report will be reported under: 0002648920-2024-00064.

Event description:
No further information at the time of this report.

Event description:
It was reported the patient underwent a hip procedure. Subsequently, the patient was revised due to alval. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-03523. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.